Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. Battery cap screws down, but is loose due to broken battery tube threads.

Event description:
It was reported that the customer's insulin pump is cracked and breaking apart. Customer's blood glucose level at the time 180 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.